Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user expressed concern that the algorithm¿s correction deliveries felt too aggressive and inquired about performing a factory reset, while also reporting fluctuations in blood glucose with episodes of low and high readings and a pattern of announcing meals as smaller than usual and overtreating hypoglycemia. Symptoms included low glucose and high glucose. Outcomes included no hospitalization and self-management of a reported nocturnal low without adverse sequelae. Investigation included troubleshooting and education regarding algorithm function, hypoglycemia treatment guidance, and referral for additional training with a recommendation to consult a trainer to determine whether a factory reset would be appropriate. Investigation of this case revealed user-related factors, including meal announcement behavior and overtreatment of hypoglycemia, contributing to perceived aggressive corrections and glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was use error and insufficient user training.